Manufacturer narrative:
(B) (4): ICD did not have enough energy to rescue the patient. The analysis on this device is pending. (B) (4)

Event description:
During the implantation procedure, the patient was induced into vf, and the device detected and shocked appropriately but did not have enough energy to rescue the patient. Therefore, the ICD was not implanted.

Event description:
During the implantation procedure, the patient was induced into vf and the device detected and shocked appropriately but did not have enough energy to rescue the patient. Therefore, the ICD was not implanted.

Manufacturer narrative:
(B) (4). ICD did not have enough energy to rescue the patient. The analysis on this device is pending.